Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 3:00 pm at home. Caller stated that they tested the end-users blood glucose and got a result of 169 mg/dl, which prompted her to give the end-user 24 units of novolog. Caller stated that about 15 minutes after giving her insulin the caller found the end-user unresponsive and called ems. The caller did not test the end-users blood glucose again. The end-user did not consume any food or drink while waiting for ems. Ems arrived with in 10 minutes and tested the end-users blood glucose and got a result of 30 mg/dl. The end-user was then transported to (B)(6) hospital (B)(6) located at (B)(6). The caller was unsure of what the end-users blood glucose was when she arrived at the hospital nor does she know what treatment was received due to her stating that she did not go to the hospital with the end-user. The caller stated that the end-user was at the hospital for 3 hours. The end-user was told to follow up with her primary doctor.